Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16apr2020.

Event description:
The biomedical engineer reported system won't power on. There was no patient involvement or user harm reported.

Manufacturer narrative:
G4: 30apr2020. B4: 05may2020. H11: h6: patient code: in clinical use but there was no patient harm reported. Multiple unsuccessful attempts were made to gather patient¿s involvement and repair information; however, no additional information was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 22apr2020. B4: 23apr2020. The service engineer remotely confirmed the reported failure. The printed circuit board assembly was replaced to solve the reported issue. The unit has returned to service mode. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.